Manufacturer narrative:
Investigation is ongoing.

Event description:
Per report received from japan, a patient underwent a transfemoral (tf) transcatheter aortic valve replacement (tavr) and received a 23 mm sapien 3 ultra resilia (s3ur) valve. After the valve deployment, central aortic regurgitation from the rcc side of the native valve was observed in transesophageal echocardiography (tee). Additionally, low diastolic blood pressure (dbp) of about 30mmhg was also observed. The regurgitation did not improve by manipulating a pig catheter. Therefore, tav in tav was performed as a bailout. Per follow-up information, there was no abnormality observed during device preparation or valve deployment. Regarding the cause of the regurgitation, it was considered that frozen leaflet occurred. After the tav in tav, the patient recovered without any other problems.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaints for "leaflet motion restricted-in patient" and "deployed valve exhibits central regurgitation" were unable to be confirmed due to unavailability of relevant imagery or medical reports. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU and training materials have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. As reported, "after the valve deployment, central aortic regurgitation from rcc side of the native valve was observed in transesophageal echocardiography (tee). Additionally, low diastolic blood pressure (dbp) of about 30mmhg was also observed... Regarding the cause of the regurgitation, it was considered that frozen leaflet occurred." Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. Additionally, leaflet motion restriction or immobile leaflet is normally leading to improper valve leaflets coaptation, resulting in central regurgitation. During the procedure, there are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Valve leaflets coaptation require the back flow/pressure generated during cardiac diastole to initiation leaflet closure. In this case, slow blood pressure (bp) recovery was reported during the procedure, which could lead to suboptimal leaflet coaptation, resulting in "frozen" leaflet and central regurgitation. Available information suggests that patient factors (slow bp recovery) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.